Event description:
Laparoscopic appendectomy with the physician. Staple load was loaded to the endo gia handle, however the handle would not engage to fire. A new handle was opened and the patient was not impacted. Device was segregated and sent to materials management for follow up. Manufacturer response for endo gia ultra stapler, (brand not provided) (per site reporter). Out materials management department will reach out to the vendor.